Manufacturer narrative:
The investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported false positive results with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023 on a nasal sample. Previous testing was performed using an unknown antigen test on (B)(6) 2023 and (B)(6) 2023 generating negative results each time. Additionally, another binaxnow covid-19 antigen self-test was performed on (B)(6) 2023 and generated negative results. The consumer was symptomatic. The consumer confirmed there was no harm due to the test results. Additionally, the consumer confirmed there was no delay or impact to treatment.

Manufacturer narrative:
Investigation conclusion: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 210828 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 210828, test base part number 195-430h / lot 206656. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 210828 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. H3 other text : single use; device discarded.

Event description:
The consumer reported false positive results with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023 on a nasal sample. Previous testing was performed using an unknown antigen test on (B)(6) 2023 and (B)(6) 2023 generating negative results each time. Additionally, another binaxnow covid-19 antigen self-test was performed on (B)(6) 2023 and generated negative results. The consumer was symptomatic. The consumer confirmed there was no harm due to the test results. Additionally, the consumer confirmed there was no delay or impact to treatment.